Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reporting noticing a fluid leak in the cassette compartment when removing the cassette the morning after treatment. Upon follow up with the patient and the pd nurse it was determined that the patient had not experience any adverse events as a result of this incident. The patient's effluent was clear and no antibiotics were prescribed as prophylactic. The cassette/tubing set in question was discarded.